Event description:
Customer reported she has had high blood glucose levels. Her blood glucose was as high as 436 mg/dl. Her current blood glucose is 216 mg/dl. She has had high blood glucose since her doctor switched the type of insulin she uses. Customer declined troubleshooting because she does not think the device is faulty. She has received no alarms. She stated her doctor ordered the wrong type of insulin. She was using novolog, but her doctor switched her to humalog. She has an appointment today and will speak to her doctor about the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).